Event description:
It has been reported the patient's implant has disassociated. Update 06oct2020 - "the doctor fixed the disassociation. Thus, he didn¿t remove the products from the patient. There is no other complaint was raised after the revision surgery."

Manufacturer narrative:
Corrected data: d6b - device was not explanted. Additional manufacturer narrative: reported event; an event regarding alleged disassociation between a femoral stem and a shaft of a mets distal femur was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as device remained in situ. Clinician review: not performed as no medical records were provided. Product history review: review of the product history records indicate 18 devices were manufactured and accepted into final stock on 23dec2016 with no reported discrepancies. Complaint history review: there have been no other similar events. Conclusions: an event regarding alleged disassociation between a femoral stem and a shaft of a mets distal femur was reported. The event was not confirmed. On 06oct20 it was reported that the surgeon did not revised the implant since he was able to fix the disassociation. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It has been reported the patient's implant has disassociated.